Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance. A review of the recipient¿s test data indicated impedance issues. Revision surgery will be scheduled.

Manufacturer narrative:
Correction: section b.3, d.6b. The recipient's device remains in situ. Revision surgery will be scheduled. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. The recipient will reportedly not pursue revision surgery at this time. The recipient is wearing the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics received permission on behalf of the recipient to proceed with failure analysis on 04/04/2024. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.